Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed that on (B)(6) 2014 a basal program was activated with the settings of 00:00 ->0.025u/hr and at 01:00 -> 0.00u/her. The pump history showed no alarms outside of normal use and the total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed a delivery test. Unrelated to the complaint, the audio bolus button cover was torn; the button responded appropriately. The battery compartment was found to be cracked. A time and date reset was observed in the pump¿s history; the internal clock battery was found to be leaking.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the patient¿s blood glucose levels elevated to 380 mg/dl with no reported symptoms; which does not meet animas¿ criteria for an adverse event. The reporter alleged that the pump is refurbished and has lost faith in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.